Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient with right ventricular (rv) lead had an infection. There were no additional adverse patient effects reported. This rv lead remains in service. Additional information received indicates that there was no infection allegation against the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient with right ventricular (rv) lead had an infection. There were no additional adverse patient effects reported. This rv lead remains in service.